Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse removed and replaced card cage due to no connection to the vision side cart (vsc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The cardcage was analyzed and the reported issue was confirmed and replicated. The unit was also returned with reported 31089 and 17 errors. The errors were confirmed via lighthouse. The cardcage was visually inspected, where no issues were found. Upon review of the error logs, 17, 31089, and 170 errors were found pointing towards the internal fiber cable on the ccc. The ccc was removed from the cardcage and installed onto a known good system and powered on where a 170 error was presented on startup. An aba swap on the internal fiber cable was performed where the issue was resolved. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, the root cause was determined to be the firefly fiber optic cable.

Event description:
It was reported that prior to starting da vinci-assisted cholecystectomy surgical procedure, the patient cart was not connecting to the rest of the system during setup. A message on the console and robot indicated a lack of connection to the tower, advising to check the blue fiber connections. The technical support engineer (tse) guided the caller through a hard power cycle, resulting in errors 31089 and 17s. The tse instructed the caller to move the blue fiber cable from the top left port to the lower available port on the tower, but there was no change. The customer decided to abort the procedure prior to the patient entering the room and proceed laparoscopically. The procedure was aborted with no patient involvement.